Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific cause of the phenomenon "power may not be turned on" could not be identified from the information available. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed that after trying it again it worked.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of power may not turn on was not confirmed. In addition, there were cracks in the rear cover. The bezel had a breakage. There was a seizure of the lcd (liquid crystal display) paneling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the high definition lcd (liquid crystal display) monitor power did not turn on during preparation for use. The unspecified procedure was completed without any delays. There was no report of user or patient harm associated with this event.